Event description:
It was reported that the user experienced a correction from a high glucose of 294 mg/dl followed by a low of 30 mg/dl on the third day of ilet pump use, after which they removed the pump, reverted to their prior pump per their healthcare provider, and declined further ilet training. Symptoms included weakness and shakiness associated with hypoglycemia, and the high glucose episode did not produce reported symptoms. Outcomes included no lasting health consequences or impact. Troubleshooting and education were completed with guidance to use oral glucose, and the user was informed about initiating the return within the stated timeframe. Investigation included review of reported hyperglycemia and hypoglycemia events with unclear cause. Investigation of this case revealed no confirmed device malfunction and no identified device component failure, and the clinical course was limited to transient glucose excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.